Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient went for an endoscopy due to inflammation and pus from the inside of the peg stoma, and the skin around the insertion site was bright red. There was granulation tissue formation and hardening around the insertion opening. The patient had to take 2 pieces of 300 mg clindamycin 3 times daily for 10 days, and applied terracotril to the insertion site. The skin was now light pink and the granulation tissue shrunk considerably.